Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a unexpected restart error. The blood glucose level was 134 mg/dl. Troubleshooting was performed for pump error. The customer also stated that the pump error reoccurred after changing the battery. The insulin pump will be returned for analysis.

Manufacturer narrative:
The device passed unexpected restart error test and displacement test. No unexpected restart error/e21 alarms, reset time/date anomaly after change battery noted during testing.